Event description:
It was reported that this implantable cardioverter defibrillator device displayed battery depletion (bd) fault code and exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device displayed battery depletion (bd) fault code and exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.